Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number:1627487-2020-47909. Related manufacturer reference number:1627487-2020-47911. It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2020. During the procedure, it was noted that one lead was visibly fractured. The lead was explanted and replaced. Issue resolved. It is unknown which lead was fractured; therefore, all leads will be reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.